Event description:
It was reported that the patient experienced pocket pain due to their pacemaker. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The device was returned due a reported event of patient pocket pain. Electrical testing of the device was found to be normal. Mechanical and visual examinations of the device were also found to be normal. There were no anomalies noted.